Event description:
I have not used the product yet. I thought I was supposed to report buying this item because there was a recall on it. As I said, I have not needed to use it yet and wanted to figure out how to return it. FDA safety report ID # (B)(4).